Manufacturer narrative:
Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm were noted. However corroded battery compartment noted. Device passed rewind test and basic occlusion test. Device failed prime or a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test or verify motor error and unexpected no delivery alarm due to prime anomaly. The motor was tested outside the device and passed. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer also stated that, the insulin pump rejected new batteries, insulin had shot and squirted from infusion set when priming, had been required to prime or rewind more than once and received false or unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.